Manufacturer narrative:
Pt info: information unknown/ not provided, per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 and (B)(6) 2022. Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. A search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who was supplied with synergy in both eyes, still could not cope with dysphotopsia about 1 year after the surgery. The surgeon indicated that the reason for planned explant: is "double contours, blurred contrasts, veiled vision." This occurred in the distance vision. According to the practice, the patient is perfectly emmetropic in the subjective comparison, objectively just as perfectly approx. -0.5. It was unknown if daily activities were significantly affected. Pre op values: right eye (od) +1,5 // left eye (os) +1,0. Post-op values: od -0,25 // os -0,75 -0,5 / 57°. Subjective post-op refraction: -0,25 // +0,25 -0,5. Through follow up it was learned that the goal refraction was emmetropia. An explant of the lens in the right eye was carried out and replaced with a lens of the same model and diopter. The left eye remains implanted as of to date. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer on: 7th april 2022 device evaluation: the complaint lens was received inside of a specimen vial. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to visual issues or disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issue (unexpected postop refraction and visual disturbance- dysphotopsia-persistent) were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.